Manufacturer narrative:
Correction: upon further review, device code no longer applies to this report.

Event description:
Additional information received from the patient reported he had been seeing the doctor who did the trial stimulator because he came to the patient's hometown once a week. That way the patient didn't have to drive 45 miles. The patient had met many representatives. They all tried for at least an hour with new programs.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the doctor said that the patient would get used to pain and it would go away eventually. On (B)(6) 2015 they tried for close to an hour to get the stimulator to get the right location, but the consumer did not feel it in the back where needed. He had eight programs installed and some helped pain in hips but gave no relief in her back. On (B)(6) 2015 they tried again for at least another hour but they still couldn't get it in the back. One of the new programs helped the hips. They said it may be due to scar tissue from two back operations. The consumer went back on (B)(6) 2015. He didn't understand how the trial gave some relief to the back but the real one gave nothing. The consumer had a total of three programming sessions with three different manufacturer representatives which had provided little relief. The consumer was only getting stimulation in his ribs area and buttock rather than at the base of the spine in the center with only a small amount effective in the low back. It was noted that the consumer had two back operations prior to the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
(B)(4) - the consumer reported that there was stimulation in an undesired location. Since implant the patient could only feel stimulation in his ribs and it did him no good so he shut the stimulation off because it was so uncomfortable. The patient had a follow up appointment on (B)(6) 2015. The location of the symptoms was at the ribs and implantable neurostimulator (ins) site. The change in therapy/symptoms was considered a sudden. The patient stated that he was only feeling stimulation when on so he had to shut stimulation off. The patient stated that he had a lot of pain at the ins site. Pain mediation did not work for the patient. Relevant medical history included: non-malignant pain.